Event description:
No additional information.

Manufacturer narrative:
The customer reported cracking, and returned one sample of material 20350e, lot 22029789. Upon initial visual examination, the set had a crack in the female luer. The complaint was verified. The manufacturing site found the root cause for the female luer crack to be unrelated to the assembly process. The root cause is unknown. The root cause for this issue is potentially to use, and excessive force. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: 20350e batch#: 22029789. It was reported by the customer that spin collar on extension set is cracking when they luerlock the optima injector on the end (n40-o). Spin collar on extension set is cracking when they luerlock the optima injector on the end (n40-o).